Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer was not properly removing residual air from the cartridge. The customer was educated on the proper load techniques. The customer's blood glucose level was 423 mg/dl to 519 mg/dl. There was no third-party assistance required, and the customer addressed the high blood glucose by administering a correction bolus through the pump. The customer changed the infusion set and cartridge, then resumed insulin delivery to address the issue.